Manufacturer narrative:
(B)(6). Investigation summary: a sample was not available for investigation of this feedback; the customer provided photographs of the affected sample. Analysis of the photos confirmed the customer's experience with crack along the thread of female luer. Investigation conclusion: a mp1000 sample was not available for investigation of this feedback; the customer provided photographs of the affected sample (appendix 1 to 5); analysis of the photographs confirmed the customer's experience with the appearance of a crack running along the thread of female luer. Further information provided by the customer indicates that the leakage was observed after the second day of infusion. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 16028087 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Please note, previous investigations into complaints of this nature could not identify a definitive root cause of the hairline cracks; however it is possible that the cracking was caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the maxplus product. Root cause description: here¿s the DHR for the involved lot: pr lot model qty qn/deviation mfg date 359470 16028087 mp1000 china 115,200 q4 200227598: incorrect expiration date q4 200258875: labeling issues 26-feb-2016 note: the q4 are not related with the failure reported by customer. Mp1000 china 510k this is an international code- the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mp1000. The 510k number provided is for the domestic similar product.-k072542.

Event description:
It was reported that the maxplus positive pressure connector experienced leakage. The following information was provided by the initial reporter: on (B)(6) 2020, in the third and fourth departments of radiotherapy and chemotherapy in the user facility it was found that there was a lot of liquid on patient's bed when the staff changed the fluid for the patient. The head nurse carefully observed that there was a crack in the maxplus. The sample couldn¿t be returned.